Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21aug2019. This event was resolved in-house by the customer. There was no on-site evaluation by the manufacturer. The customer reported that performing the touch screen calibration resolved this reported condition. No repair was required.

Event description:
The customer reported a ventilator with touch screen issues. There was no patient involvement/harm.